Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-15138.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-15138. It was reported the patient has been unable to receive needed therapy due to high impedance related to both of their drg leads. As a result, both of the patient's drg leads were explanted and replaced to provide resolution.